Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented for follow up, one episode of tachycardia was classified as svt by all discriminators. The patient will continue to be monitored.